Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer number: 1627487-2019-07771. It was reported that the patient was experiencing ineffective stimulation. Reprogramming was unable to restore therapy. In turn, the patient underwent surgical intervention wherein the scs system was explanted on an unknown date. (Approximated as (B)(6) 2018) the patient stated they also required an MRI and needed the system explanted regardless. Further information is not currently available to the manufacturer.